Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a functional end to end anastomosis on a colectomy procedure, on the 2nd firing, the reload was loaded to the handle, the jaws of the reload were set on the lung parenchyma, the handle was squeezed, and the jaws were closed. The surgeon pressed the green button and squeezed the handle for several times, then fire the device. The black return knob was pulled back and the jaws were opened, and yellow fragment was found falling into the patient cavity, so it was collected. The fragment has a high possibility of being part of the yellow tag, therefore 2 yellow tags were used so far and were also collected. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted damage to the shipping wedge. No fragment of the shipping wedge was returned. Functional evaluation showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.